Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the infection fully resolved and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0kmyd, explanted: (B)(6) 2014.

Event description:
It was reported that the patient¿s implantable stimulator (ins) and lead were to be explanted due to an infection at the device pocket. The patient¿s physician was aware of the issue the middle of last week and that the patient was put on antibiotics. The patient did not respond well to antibiotics so the decision was made to explant the device this afternoon. The physician did not know what had caused the infection. There was no report that the patient had meningitis. Patient symptoms of purulence and redness at the pocket site were noted. It was unknown if any cultures were taken or of any culture results. The explanted device components were not saved for return to the manufacturer. It was unknown if the patient¿s infection had resolved. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.